Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the failure was unclear and need to be checked. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
The device's history reveals that pump error 23 has previously occurred; however, the device passed displacement, and self tests. No unexpected pump error 23 or other pump errors, insulin flow block alarms, rewind, or delivery anomalies were noted during testing. (B)(4).